Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: sales rep was present in the surgery. Customer informs about bleeding in the stapling line, dis-serosing of the anterior gastric wall with slight bleeding that required sero-serosa suturing using clips. No reinforcement material was used. Less than 10 cc. Bleeding, about 15 min. Delay. The pt status is correct.